Event description:
It was reported that the right ventricular lead exhibited noise. The noise was reproducible in clinic with isometrics, showing myopotentials. The lead was capped and replaced. The patients condition was good pre and post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.